Manufacturer narrative:
A supplier corrective action report was submitted to the supplier of the affected components on (B)(4) 2011. The used device was not available or received from the user facility. Vygon is working very closely and actively with the supplier regarding this incident. A visit to the user facility will also be made. Results of the investigation will be sent in a supplemental MDR within a month of receiving the new info.

Event description:
Secondary set was leaking at the vent closure site. This occurred with taxotere, a chemotherapy drug. No harm occurred to the pt or clinician.